Manufacturer narrative:
Added-b5-additional information provided from loqi with 2 additional failure modes. H6 clinical code 1886, 2095.

Event description:
It was further reported via abiomed's long-term outcome and quality indicator impella registry (loqi) that three other adverse events (ae) occurred. The team reported upon hemolysis with definite relationship to the use of the impella and the thrombosis. Loqi also documented the prior reported stroke (cva) with an unknown relationship to the use of the impella. The final ae was ventricular tachycardia (vt) with a possible relationship to the use of impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant had a impella rp flex pump supporting a patient admitted in with history of a coronary artery bypass grafting and extracorporeal membrane oxygenation post bypass removal. The rp flex was placed without issue but, after 5 days the purge flow/pressure was alarming and did prompt the treatment with tissue plasminogen activator in the purge. The pump remains on for support despite the malfunction. Later it was reported that the pump was explanted due to clot ingestion. It was also reported that the patient had a stroke and only moving right side. The family decided to withdraw all care and the patient expired.

Manufacturer narrative:
The investigation for the high purge pressure, thrombus, and the stroke has been completed. No product/logs were returned. The root cause of the high purge pressure, thrombus, and the stroke was not determined since no product/logs were returned and insufficient clinical details were provided. Corrections to the initial MFR report: g1 MDR reporting contact email.